Event description:
Information received from the field does not address the patient's clinical status but notes no atrial sensing and possible lead dislodgement. The generator was programmed to ventricular sensing only and the lead will remain implanted at this time.